Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt approx 5 months status post matrix construct - at levels l2-s1 returned to surgeon. X-rays taken on an unk date revealed that pt had developed a stable fracture in l2. Pt returned to operating room on (B)(6) 2012 for hardware removal and level t10-s1 construct extension. During revision surgery, surgeon removed 10 locking caps, 4 matrix screws - 1 of which was loose, another which broke upon removal, and 2 which were removed from the l2 fracture point. Also removed were 1 transconnector, and 1 rod. Six screws remained in place and were not removed. The surgeon then placed 10 new locking caps for the removed ones, and 6 add'l locking caps for the extension, a new longer rod, and 2 transconnectors. This is the 8th of 9 reports submitted on this event.

Event description:
This is 9 of 10 reports for this event.

Manufacturer narrative:
Additional narrative: device was used for treatment and not diagnosis.

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes mnh, mni, kwq, and kwp. (B)(4).

Event description:
This is report 9 of 10 for complaint (B)(4).